Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the left ventricular (lv) lead exhibited a loss of capture and was dislodged. The lead was explanted and replaced. During the procedure to replace the lv lead, it was observed the right ventricular (rv) lead helix was not fully extended. The physician attempted to reposition the rv lead but the stylet could not be advanced through the lead. The rv lead was explanted and replaced. The patient was in stable condition.